Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was missing expiration date and lot information on one shelf pack label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon evaluation, the photo shows a blank shelf label with the expiry date and lot number missing. Additionally, two retained shelf packs were visually examined, and no missing information was observed on the labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was missing expiration date and lot information on one shelf pack label. No adverse impact was reported regarding the patient or user.